Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced a weeping stoma site that had odor and was bleeding. The patient had one swab, and two courses of unknown antibiotics. He finished the antibiotics and they are concerned that the stoma site was still oozing, bleeding and had an odor. The patient was awaiting swab results. Antibiotics may be prescribed, as the stoma site was believed to be infected.